Event description:
Customer reported that the tip of this guide broke during slap leison repair. The tip was located using x-ray and removed accordingly. Approx a one hour delay was experienced. A back-up device was available and the procedure was successfully completed.